Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date.one device was received for investigation. The complaint was not confirmed or duplicated. No issues were identified. The device underwent preventative maintenance (pm), passing both functional and accuracy testing with no issues. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device failed testing, low occlusion pressure. There was no patient involvement, and no patient harm/adverse event reported.